Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 patient, on a cobas e602 module, serial number (B)(4). The patient had tested positive for covid-19 with a pcr method approximately 1 month prior. The elecsys anti-sars-cov-2 result was negative. The sars-cov-2 igg (elisa) result was positive. The sars-cov-2 igm + iga (elisa) result was positive. The result was reported outside of the laboratory.

Manufacturer narrative:
The patient sample was requested for investigation but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.